Event description:
Nurse inserted IV catheter without difficulty, removed needle, and connected catheter to IV tubing. Nurse immediately noticed leaking of the IV fluid at the point where the catheter tip joined the blue luer connector. The catheter was then removed and a new one inserted, which worked properly.